Event description:
After using it for no more than 5 days, I had to stop. It seemed as through the gel portion was detaching and bitten through, almost peeling from the plastic base which in turn was waking me in the middle of the night gagging because the pieces were coming apart. I'm not sure if it is because my grinding was so aggressive or that the gel was too thin. In any case, it was not aiding any longer because it is almost 2 separate pieces at that point-being the hard base and the softer gel material on top.

Manufacturer narrative:
This event occurred in (B)(6). This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported aas a possible delamination, as choking is possible as a result of delamination.